Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced erosion of the right cylinder through the glans. A surgical procedure was performed, during which a new space was dilated outside of the previous capsule where the device was eroding, and the same cylinder was placed back. There were no further patient complications reported.